Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. There was both contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. At 9mm from the tip of the device there was a pinhole in the balloon. The device failed to inflate to rbp.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.